Event description:
Urgent advisory (B)(4) was sent to facilities department at (B)(6) on (B)(6) 2011. Upon receipt the facilities supervisor checked to see if we had the mattresses in question which we did 106 of them, per the advisory, stryker had determined that some of these support surfaces may show an increase of foam compression. On (B)(6) 2011, a request was sent to stryker to determine the replacement process for defective mattresses as we were concerned about skin issues and pressure ulcers as a result of the breakdown in the support surface. Work orders began coming in the engineering on 12/20 regarding mattress breakdown and pt complaints. Upon inspection, so far the mattresses are failing in the area that a pt's weight would rest during sitting position.